Event description:
Rptr contacted lifescan technical svc line in response to reading a notice of the surestep replacement program. Two months ago the rptr, when testing her blood glucose, received an er1 message on her surestep meter. She retested her blood glucose and received a result of 375 mg/dl. She retested again and received a result of 385 mg/dl. The rptr called her dr to report the results. The dr instructed her to continue taking her oral diabetes medication and continue to test her blood glucose.